Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the long peel away sheath kinked upon insertion into the patient. The sheath was removed and a short sheath was placed to continue implantation of the impella pump. No patient harm was reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Pd-any device- (twist, bent, kinked): the cause of product damage was most likely patient condition related since patient had difficult anatomy.